Manufacturer narrative:
The unit was returned to service and the customer complaint that the unit's display shuts off could not be duplicated. No display issues were observed during testing. Recertification testing was performed and unit passed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes.

Event description:
The customer states that the unit's screen shuts off. There was no patient harm.